Manufacturer narrative:
Findings; pump received with blank display due to corroded battery tube spring. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was blank. Customer blood glucose reading was 145 mg/dl. Troubleshoot was performed. Customer was off from the insulin pump for a year. Customer stated battery cap damage cause the display to stay blank. The battery was corroded inside the insulin pump. The customer was advised to discontinue from the pump and revert to a backup plan per healthcare instruction. The insulin pump will be returning for analysis.